Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the system turned off by itself. The procedure was complete using an alternate system. Additional information is not expected.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative inspected the cable and replaced the power distribution board as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 17, 2005. Based on qa assessment, the product met specifications at the time of release. Root cause the company representative was unable to replicate the reported system shut down. Therefore, with no related information provided, the customer reported event was not able to be confirmed. The manufacturer internal reference number is: (B)(4).